Event description:
On (B)(6) 2026, a patient (pt) reported discomfort and blurry vision while wearing 1-day acuvue® moist® brand contact lenses (cls). The pt reported ¿the foil is not on the the plastic properly,¿ packages with no solution, lenses received torn or ripped, and lenses with rough/ chipped/uneven edges. On (B)(6) 2026, the pt reported some of the cls were ¿dry and unusable¿ and is ¿probably the reason for discomfort and blurriness¿ as the pt used the cls. The pt also reported ¿some lens had not enough glue between the foil and blister, but the box was completely dry¿ when received. The pt was diagnosed with od corneal ulcer by an eye care professional (ecp) and was prescribed medication. The pt advised the ¿issues started in (B)(6) 2026.¿ the pt was prescribed ciprofloxacin every 15 minutes, then every hour ¿for like a month¿ but could not provide any additional information. The pt ¿stopped the medication as it was not doing anything and never returned to the doctor.¿ the pt did not have the treating ecp¿s information, but will provide it via email. On (B)(6) 2026, the pt provided additional information. The pt reported the suspect cls caused the pt to have an ¿eye infection, but now can¿t see out of my right.¿ no additional medical information was provided. On (B)(6) 2026, the pt provided additional information. The pt reported ¿I lost complete vision in my right eye.¿ no additional medical information was provided as the pt disconnected the call. No additional information has been received. No additional information is expected. The patient¿s od vision loss and corneal ulcer will be submitted, as the diagnosis and treatment could not be confirmed with the ecp. The date of event will be reported as (B)(6) 2026 as the exact event date is unknown. A comprehensive review of the manufacturing records for lot number 2042591506 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.